Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, user selected alarms were acknowledged prior to vibration alerts. "Try it 55 fixed low test" was performed and passed. Receiver functional testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Vibrator resistance was measured and was within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.